Event description:
It was reported that the ilet pump displayed a low-battery warning with a battery icon, triangle, and exclamation mark instructing to charge, and the user believed the pump was not charging despite a green indicator on the charging pad; after switching wireless chargers, outlets, and cables, the pump began charging and came back online. Symptoms included a device low-power condition. Outcomes included temporary interruption of normal device function without injury or hospitalization. Investigation included troubleshooting and user education conducted by phone. Investigation of this case revealed that the charging issue resolved with alternate power accessories, consistent with a charging interface or accessory compatibility issue leading to low battery capacity status. It was concluded, based on previously established findings for similar reports, that the cause was user interface or accessory-related charging performance, not a confirmed device malfunction.